Event description:
A malfunction was reported with a tandem pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not experience the issue recurring after resetting the pump, and was advised to continue using it. Technical support provided guidance for resetting, and the customer was instructed to report back if the malfunction code appeared again.